Manufacturer narrative:
The customer received a replacement lid. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. The device was able to power on with the on/off button. The customer also reported that their device was missing the magnet from the lid of the device. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.